Event description:
It was reported that there was a pump problem. A volume discrepancy occurred, actual residual volume (arv) was greater than the expected residual volume (erv), arv: 15 and erv: 8.7. The pump was used to infuse sufentanil and clonidine. It was later reported that they were under the belief that the pump was not working and was recalled. Prior to the replacement, the patient¿s healthcare professional (hcp) did a dye study and it showed that the catheter was working properly. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).